Event description:
The user facility reported a strong odor of peracetic acid coming from their system 1e. An employee experienced shortness of breath due to the odor but no medical treatment was sought or administered. No procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found no issues; no leaks were noted and the unit was found to be operating properly. Steris will offer in-service training on the proper use and operation of the system 1e.

Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the system 1e however the user facility declined.